Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient accidently forgot to remove the insulin pump prior to swimming in the pool. The reporter stated that when the patient came out of the pool, the pump was beeping and chirping like it does when the battery is changed. The reporter confirmed the battery cap was not damaged but did not securely tightened onto the pump, there was no damage to the battery compartment and there was moisture in the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because of the alleged power loss with moisture inside the pump.

Manufacturer narrative:
(B)(4): the pump was exercised for 24 hours with a one unit per hour basal rate with no alarms or warnings observed. The pump had a small crack in the case by the upper right side of the display bezel. There was moisture observed behind the display bezel. Unrelated to the complaint, evaluation revealed that the keypad was worn, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.